Event description:
During surgery the pk handpiece malfunctioned, while in the patient. The handpiece and disposable insert malfunctioned resulting in the burning and melting of the involved items. The involved items were immediately removed from service, and packaged for inspection by the appropriate personnel. Olympus america was also notified of the incident. The patient, surgeon, and all staff were unharmed.